Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the hyperform balloon was opened like normal. The doctor prepped the device and attached the rhv <(>&<)> 3-way combo. The catheter was also flushed before inserting the wire. After inserting the wire and while attempting to purge the balloon of air, the doctor noticed that even after flushing roughly 8cc of contrast mix the balloon would not inflate. We determined that the device was defective and we removed the device from the table. We opened another hyperform balloon and flushed the device in the same manner and the new device worked as intended. Additional information was received that the catheter was never inserted into the patient as the balloon was not working properly. There was no extensive guidewire manipulation, only the wire that comes with the balloon was placed in the device. The wire was estimated to be advanced approximately 2-3cm out the tip of the catheter. The wire was not shaped yet and the contrast ratio was 50:50. The injection rate was slow and steady. The balloon was never inflated. Blood did not enter the catheter lumen. Contrast was observed leaking and the balloon was never inflated. There were no kinks on the catheter during use; the issue occurred with the device directly out of the box.

Event description:
Additional information received reported that there was no damage or tampering to the device packaging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.